Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of physical damage, both the upper and lower cases were broken. Analysis also found the high rate cover, one case screw, two side bails and the ring missing, three control knobs, the battery drawer, two side bail covers and the ring cover broken and the battery flex contaminated. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
The external pulse generator was returned because it had been dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.